Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the communicator monitoring this implantable cardioverter defibrillator (ICD) showed a red call doctor icon. Checked connections - rebooted communicator. Communicator booted up normally - there was no more rcd. Forced call to assure there was no reading. Communicator could not connect - 3 yellow sending waves (ysws). Tried again - 3 ysws. Checked setting switches - moved cell to other universal serial drive (usb) - rebooted communicator. A boston scientific company representative verified that patient had communicator on the floor - she is in an rv with a tin roof. Elevated communicator and forced call. Issue was resolved. No adverse patient effects were reported. The communicator and ICD remain in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the communicator monitoring this implantable cardioverter defibrillator (ICD) showed a red call doctor icon. Checked connections - rebooted communicator. Communicator booted up normally - there was no more rcd. Forced call to assure there was no reading. Communicator could not connect - 3 yellow sending waves (ysws). Tried again - 3 ysws. Checked setting switches - moved cell to other universal serial drive (usb) - rebooted communicator. A boston scientific company representative verified that patient had communicator on the floor - she is in an rv with a tin roof. Elevated communicator and forced call. Issue was resolved. The communicator remains in service. The ICD has been returned without additional allegations. According to the field representative, the patient needed therapy upgrade, the replacement had nothing to do with the previous device or the issue mentioned before. No adverse patient effects were reported.